Event description:
It was reported that patient underwent hip procedure 2008. During procedure, instrument broke while inserting acetabular cup. Two (2) pieces were retrieved from the wound site.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. This report filed october 29, 2008.